Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a small cut or tear in the cuff. The root cause unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that a 7.0 mm ID tube was inserted. There was a cuff leak. It was replaced with a 6.0 mm tube. When the removed tube cuff was inflated in water, holes were confirmed. There was no reported patient harm/adverse event.